Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user cracked the device screen, rendering it unusable. A device replacement was arranged. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.